Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. Cs000dz) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6)2011, tubal ligation and multiparous. Concurrent conditions included uterine scar. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingooopherectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion procedure details: diagnostic hysteroscopy and placement of essure coils in the fallopian tubes bilaterally. Findings: normal looking tubal ostia bilaterally, uncomplicated placement of the essure coils, right side with 4 trailing coils, left side with 4 trailing coils. On (B)(6)2015 she was experiencing abdominal pain rlq. On (B)(6)2016 plaintiff reported she has been having lower abdominal pain for a while, 3 or 4 months. On (B)(6)2016 the assessment was chronic pelvic pain, possible intolerance to essure devices. Removal procedure details: operative laparoscopy with bilateral salpingo-oophorectomy and removal of essure devices along with lysis of adhesions. The essure devices were discovered and were noted to be in proper location. Diagnostic results: on (B)(6)2015 hysterosalpingogram result: total bilateral occlusion. The impression was: the right and left fallopian tube appear to be occulted, there were no abnormal filling defects in the uterine cavity. Some difficulty was encountered cannulating tie cervix. There is also regulatory of the cervix with may be secondary to scar tissue formation however this should be evaluated clinically. On (B)(6)2015 CT abdomen pelvis contrast: abdominal pain rlq. Findings: the lung bases are clear. The liver, gallbladder, spleen, pancreas, adrenal glands, and kidneys are unremarkable. The stomach, small bowel, colon, and appendix are unremarkable. The bladder is decompressed. There are bilateral oviduct closure devices. The uterus is unremarkable. No free fluid or pneumoperitoneum. The aorta and ivc are unremarkable. No bone lesion identified impression:no acute abnormality identified within the abdomen and pelvis. On (B)(6)2016 the pain seems worse in the lower abdominal region and the impression was no acute abdominal pelvic pathology describe in radiology orders/results. On (B)(6)2017 surgical pathology report, final diagnosis included: left fallopian tube and essure device, salpingectomy fallopian tube with benign para tubal cyst essure device for gross examination only. Right fallopian tube and essure device, salpingectomy fallopian tube with benign para tubal cyst. Gross description: left fallopian tube with essure device is a fallopian tube measuring 7 cm in length and up to 04 cm in diameter. A segment of coiled wire is separate in the container measuring 4 cm in length and less than 1 mm in diameter. The right fallopian tube with essure device is a fallopian tube measuring g cm in length and 0.4 cm in diameter. A segment of coiled wire is present separate within the container measuring 7 cm in length and 1 mm in diameter. Microscopic description: microscopic examination was performed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: essure lot number cs000dz was inserted for permanent birth control by bilateral occlusion of the fallopian tubes. The total bilateral occlusion was confirmed on (B)(6)2015 (hysterosalpingogram). Plaintiff's information was updated. Essure was removed by bilateral salpingooopherectomy. Medical records received: plaintiff's historical condition added. On (B)(6)2015 she was experiencing abdominal pain rlq. A CT abdomen pelvis contrast was performed. The impression was no acute abnormality identified within the abdomen and pelvis. On (B)(6)2016 the pain seems worse in the lower abdominal region and the impression was no acute abdominal pelvic pathology describe in radiology orders/results. On (B)(6)2016 plaintiff reported she has been having lower abdominal pain for a while, 3 or 4 months. On (B)(6)2016 the assessment was chronic pelvic pain. On (B)(6)2017 surgical pathology report: benign para tubal cyst. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. Cs000dz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6) 2011, tubal ligation and multiparous. Concurrent conditions included uterine scar. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingooophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion procedure details: diagnostic hysteroscopy and placement of essure coils in the fallopian tubes bilaterally. Findings: normal looking tubal ostia bilaterally, uncomplicated placement of the essure coils, right side with 4 trailing coils, left side with 4 trailing coils. On (B)(6) 2015 she was experiencing abdominal pain rlq. On (B)(6) 2016 plaintiff reported she has been having lower abdominal pain for a while, 3 or 4 months. On (B)(6) 2016 the assessment was chronic pelvic pain, possible intolerance to essure devices. Removal procedure details: operative laparoscopy with bilateral salpingo-oophorectomy and removal of essure devices along with lysis of adhesions. The essure devices were discovered and were noted to be in proper location. Diagnostic results: on (B)(6) 2015 hysterosalpingogram result: total bilateral occlusion. The impression was: the right and left fallopian tube appear to be occulted, there were no abnormal filling defects in the uterine cavity. Some difficulty was encountered cannulating tie cervix. There is also regulatory of the cervix with may be secondary to scar tissue formation however this should be evaluated clinically. On (B)(6) 2015 CT abdomen pelvis contrast: abdominal pain rlq. Findings: the lung bases are clear. The liver, gallbladder, spleen, pancreas, adrenal glands, and kidneys are unremarkable. The stomach, small bowel, colon, and appendix are unremarkable. The bladder is decompressed. There are bilateral oviduct closure devices. The uterus is unremarkable. No free fluid or pneumoperitoneum. The aorta and ivc are unremarkable. No bone lesion identified impression:no acute abnormality identified within the abdomen and pelvis. On (B)(6) 2016 the pain seems worse in the lower abdominal region and the impression was no acute abdominal pelvic pathology describe in radiology orders/results. On (B)(6) 2017 surgical pathology report, final diagnosis included: left fallopian tube and essure device, salpingectomy fallopian tube with benign para tubal cyst essure device for gross examination only. Right fallopian tube and essure device, salpingectomy fallopian tube with benign para tubal cyst. Gross description: left fallopian tube with essure device is a fallopian tube measuring 7 cm in length and up to 04 cm in diameter. A segment of coiled wire is separate in the container measuring 4 cm in length and less than 1 mm in diameter. The right fallopian tube with essure device is a fallopian tube measuring g cm in length and 0.4 cm in diameter. A segment of coiled wire is present separate within the container measuring 7 cm in length and 1 mm in diameter. Microscopic description: microscopic examination was performed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted (lot no. Cs000dz) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of c-section in 2011 and multiparous and tubal ligation. As concurrent condition the report mentioned uterine scar. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important) and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingooopherectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: insertion procedure details: diagnostic hysteroscopy and placement of essure coils in the fallopian tubes bilaterally. Findings: normal looking tubal ostia bilaterally, uncomplicated placement of the essure coils, right side with 4 trailing coils, left side with 4 trailing coils. On (B)(6) 2015 she was experiencing abdominal pain rlq. On (B)(6) 2016 plaintiff reported she has been having lower abdominal pain for a while, 3 or 4 months. On (B)(6) 2016 the assessment was chronic pelvic pain, possible intolerance to essure devices. Removal procedure details: operative laparoscopy with bilateral salpingo-oophorectomy and removal of essure devices along with lysis of adhesions. The essure devices were discovered and were noted to be in proper location. On fu from (B)(6) 2023 - discrepancy noted in insertion and removal date of essure reported as: insertion on (B)(6) 2014 and removal on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): * on (B)(6) 2015 hysterosalpingogram result: total bilateral occlusion. The impression was: the right and left fallopian tube appear to be occulted, there were no abnormal filling defects in the uterine cavity. Some difficulty was encountered cannulating tie cervix. There is also regulatory of the cervix with may be secondary to scar tissue formation however this should be evaluated clinically. On (B)(6) 2015 CT abdomen pelvis contrast: abdominal pain rlq. Findings: the lung bases are clear. The liver, gallbladder, spleen, pancreas, adrenal glands, and kidneys are unremarkable. The stomach, small bowel, colon, and appendix are unremarkable. The bladder is decompressed. There are bilateral oviduct closure devices. The uterus is unremarkable. No free fluid or pneumoperitoneum. The aorta and ivc are unremarkable. No bone lesion identified impression:no acute abnormality identified within the abdomen and pelvis. On (B)(6) 2016 the pain seems worse in the lower abdominal region and the impression was no acute abdominal pelvic pathology describe in radiology orders/results. On (B)(6) 2017 surgical pathology report, final diagnosis included: left fallopian tube and essure device, salpingectomy fallopian tube with benign para tubal cyst essure device for gross examination only. Right fallopian tube and essure device, salpingectomy fallopian tube with benign para tubal cyst. Gross description: left fallopian tube with essure device is a fallopian tube measuring 7 cm in length and up to 04 cm in diameter. A segment of coiled wire is separate in the container measuring 4 cm in length and less than 1 mm in diameter. The right fallopian tube with essure device is a fallopian tube measuring g cm in length and 0.4 cm in diameter. A segment of coiled wire is present separate within the container measuring 7 cm in length and 1 mm in diameter. Microscopic description: microscopic examination was performed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: imdrf codes annex f and e added. Discrepancy noted in insertion and removal dates (added in reporter causality comment). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted (lot no. Cs000dz,cs000n0) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain in 2017, c-section in 2011 and multi gravida, obesity, multiparous and tubal ligation. As concurrent condition the report mentioned uterine scar. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important) and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingooopherectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: insertion procedure details: diagnostic hysteroscopy and placement of essure coils in the fallopian tubes bilaterally. Findings: normal looking tubal ostia bilaterally, uncomplicated placement of the essure coils, right side with 4 trailing coils, left side with 4 trailing coils. On (B)(6) 2015 she was experiencing abdominal pain rlq. On (B)(6) 2016 plaintiff reported she has been having lower abdominal pain for a while, 3 or 4 months. On (B)(6) 2016 the assessment was chronic pelvic pain, possible intolerance to essure devices. Removal procedure details: operative laparoscopy with bilateral salpingo-oophorectomy and removal of essure devices along with lysis of adhesions. The essure devices were discovered and were noted to be in proper location. On fu from (B)(6) 2023 - discrepancy noted in insertion and removal date of essure reported as: insertion on (B)(6) 2014 and removal on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.385 kg/sqm. * on (B)(6) 2015 hysterosalpingogram result: total bilateral occlusion. The impression was: the right and left fallopian tube appear to be occulted, there were no abnormal filling defects in the uterine cavity. Some difficulty was encountered cannulating tie cervix. There is also regulatory of the cervix with may be secondary to scar tissue formation however this should be evaluated clinically. On (B)(6) 2015 CT abdomen pelvis contrast: abdominal pain rlq. Findings: the lung bases are clear. The liver, gallbladder, spleen, pancreas, adrenal glands, and kidneys are unremarkable. The stomach, small bowel, colon, and appendix are unremarkable. The bladder is decompressed. There are bilateral oviduct closure devices. The uterus is unremarkable. No free fluid or pneumoperitoneum. The aorta and ivc are unremarkable. No bone lesion identified impression:no acute abnormality identified within the abdomen and pelvis. On (B)(6) 2016 the pain seems worse in the lower abdominal region and the impression was no acute abdominal pelvic pathology describe in radiology orders/results. On (B)(6) 2017 surgical pathology report, final diagnosis included: left fallopian tube and essure device, salpingectomy fallopian tube with benign para tubal cyst essure device for gross examination only. Right fallopian tube and essure device, salpingectomy fallopian tube with benign para tubal cyst. Gross description: left fallopian tube with essure device is a fallopian tube measuring 7 cm in length and up to 04 cm in diameter. A segment of coiled wire is separate in the container measuring 4 cm in length and less than 1 mm in diameter. The right fallopian tube with essure device is a fallopian tube measuring g cm in length and 0.4 cm in diameter. A segment of coiled wire is present separate within the container measuring 7 cm in length and 1 mm in diameter. Microscopic description: microscopic examination was performed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Lot number: cs000dz manufacture date: 2014-08 expiration date: 2016-08. Batch no~cs000n0 production date 2014-10-01 expiration date 2017-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted (lot no. Cs000dz,cs000n0) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain in 2017, c-section in 2011 and multi gravida, obesity, multiparous and tubal ligation. As concurrent condition the report mentioned uterine scar. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important) and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingooopherectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: insertion procedure details: diagnostic hysteroscopy and placement of essure coils in the fallopian tubes bilaterally. Findings: normal looking tubal ostia bilaterally, uncomplicated placement of the essure coils, right side with 4 trailing coils, left side with 4 trailing coils. On (B)(6) 2015 she was experiencing abdominal pain rlq. On (B)(6) 2016 plaintiff reported she has been having lower abdominal pain for a while, 3 or 4 months. On (B)(6) 2016 the assessment was chronic pelvic pain, possible intolerance to essure devices. Removal procedure details: operative laparoscopy with bilateral salpingo-oophorectomy and removal of essure devices along with lysis of adhesions. The essure devices were discovered and were noted to be in proper location. On fu from (B)(6) 2023 - discrepancy noted in insertion and removal date of essure reported as: insertion on (B)(6) 2014 and removal on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.385 kg/sqm. * on (B)(6) 2015 hysterosalpingogram result: total bilateral occlusion. The impression was: the right and left fallopian tube appear to be occulted, there were no abnormal filling defects in the uterine cavity. Some difficulty was encountered cannulating tie cervix. There is also regulatory of the cervix with may be secondary to scar tissue formation however this should be evaluated clinically. On (B)(6) 2015 CT abdomen pelvis contrast: abdominal pain rlq. Findings: the lung bases are clear. The liver, gallbladder, spleen, pancreas, adrenal glands, and kidneys are unremarkable. The stomach, small bowel, colon, and appendix are unremarkable. The bladder is decompressed. There are bilateral oviduct closure devices. The uterus is unremarkable. No free fluid or pneumoperitoneum. The aorta and ivc are unremarkable. No bone lesion identified impression:no acute abnormality identified within the abdomen and pelvis. On (B)(6) 2016 the pain seems worse in the lower abdominal region and the impression was no acute abdominal pelvic pathology describe in radiology orders/results. On (B)(6) 2017 surgical pathology report, final diagnosis included: left fallopian tube and essure device, salpingectomy fallopian tube with benign para tubal cyst essure device for gross examination only. Right fallopian tube and essure device, salpingectomy fallopian tube with benign para tubal cyst. Gross description: left fallopian tube with essure device is a fallopian tube measuring 7 cm in length and up to 04 cm in diameter. A segment of coiled wire is separate in the container measuring 4 cm in length and less than 1 mm in diameter. The right fallopian tube with essure device is a fallopian tube measuring g cm in length and 0.4 cm in diameter. A segment of coiled wire is present separate within the container measuring 7 cm in length and 1 mm in diameter. Microscopic description: microscopic examination was performed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: reporter and patient information,medical history,lot no.,indication,added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.